Event description:
The neuro sales representative received a telephone call from the director of risk management reporting on september 8, 2004, an intracranial pressure monitoring catheter (product catalog number 110-4hm) sheared and a piece of the catheter was left in the patient's brain. The next day,the patient was taken to surgery to have the broken piece removed. It is unknown at this time the patient's status. Additional information has been received on september 13, 2004, from risk management. The patient was involved in a motor vehicle accident and sustained multiple injuries. An intracranial pressure monitoring catheter was placed five days earlier and was functional. The patient went to CT scan and then to the operating room for orthopedic surgical procedure. The orthopedic surgical procedure was not located near the patient's head. The icp catheter was functional in the operating room, a reading was obtained. The patient was transported from the recovery room to intensive care via stretcher. Upon setting the patient in the hospital bed on the ICU unit, the nurse noticed the IV line was tangled near the patient's head. While untangling the IV line, the nurse noticed the icp catheter was dangling from the patient's scalp. As the nurse evaluated the catheter, the catheter appeared to have a blunt/sharp edge with the tip missing. The catheter tip remains in the patient's cranium. The neurosurgeon was contacted and has decided when the patient is stable and recovered from other surgical procedures, the catheter will be surgically removed. At this time, the patient is stable with no neuro deficit noted. The patient continues to progress. Additional information will be provided if the patient goes to surgery to remove the broken catheter tip. The catheter remains with risk management. An integra representative is welcome to evaluate the catheter on site. The catheter will not be returned for evaluation. Additional information was received on 09-17-2004, via copy of user facility medwatch report, ventriculostomy inserted in the a.m. In 2004. Patient went to CT scan, then to the operating room to have orthopedic surgery. Intracranial pressure was recorded at the beginning of case. The patient returned from ICU, when unwinding tubing with ventriculostomy tube supported, it was noted that ventriculostomy tube had come out of head. CT scan revealed a couple of inches of tube remain in patient's head. It appears to have sheared off.

Manufacturer narrative:
The device is available for visual inspection at the user facility. To date, no further information has been provided, as to when the sheared catheter tip will be removed from the patient. An investigation has been initiated based on the reported information. A report will be submitted once the investigation is completed.